Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement device shipped to site (B)(6) 2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that a site's open spine clamp driver was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.